Event description:
It was reported that the customer had low blood glucose levels of 20 mg/dl. The customer reported that he woke up to paramedics working on him to get his blood glucose levels back to normal. The customer was treated with a glucagon shot. The customer reported having issues managing his blood glucose levels. In another instance, the customer reported high blood glucose levels of 425 mg/dl. The customer treated with manual insulin injections. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).